Manufacturer narrative:
The hill-rom tech found the foot end brake casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 and 2009. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced both foot end casters to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot end brake casters are not holding. The bed was located at the account in the basement. There was no pt/user injury reported. (B)(4).